Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced. No patient symptoms were reported. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.